Event description:
The complainant reported the patient was on impella cp support when they had hemolysis during support. The staff repositioned under echocardiogram and noticed a kink in the cannula. The pump was repositioned in the appropriate place, but the cannula would not come unkinked therefore the staff replaced the pump. There was no harm to the patient.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
The investigation into product damage (cannula kink) and hemolysis has been completed. Data logs confirmed the failure mode and clinical narrative. Logs showed pump started and ran without issue for 6 hours and 15 minutes then suddenly flow dropped to 0.5 l/min that triggered auto suction response & suction alarms. This event remained to the rest of the case. Logs also showed pump was in aortic area corresponded with the time hemolysis was reported. Product was not returned for review. The root cause of low flow was most likely cannula kink since a kink was observed under echo during repositioning. The root cause of hemolysis was most likely due to pump was not in the proper position. The following have been reported incorrectly or missing from manufacturer device report.